Manufacturer narrative:
This was inadvertently reported. The v680 is not sold in the united states and is not reportable in this country.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 11nov2019.

Event description:
The customer reported a ventilator with a touch screen calibration issue. The manufacturer's field service engineer confirmed the reported problem. There was no patient involvement or harm. The manufacturer's field service engineer replaced the touch screen assembly to address and correct this reported event.